Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: fired device fine but when they pulled the device out of the port they noticed the jaws did not meet. They were concerned the staples may not have fired, so they converted to open. Tissue seemed normal and the patient is fine. The case was extended by more than 30 minutes.